Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the peeling adhesive on the objective lens was likely caused by handling and external factors. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited the adhesive around objective lens is peeled. There were no reports of patient involvement.